Event description:
During a patient use, it was reported that the device powered down and rebooted during a code. The reporter did not know the patient outcome. There was no adverse event or further details on the event provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed that it would lock up and continuously reboot. Physio replaced the user interface pcb to stack flex cable and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.